Event description:
The account reported that 30 min into treatment they received an alarm for blood leak that was confirmed with a hemostix. No pt injury or medical intervention needed. Approx 300cc of blood loss to pt and treatment was continued with now dialyzer with no problems.